Event description:
It was reported that this brady lead was not successfully implanted due to unspecified reason. This lead was never in service. A new lead of different model was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unspecified reason. This lead was never in service. A new lead of different model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the lead was opened in error by the clinical.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.